Manufacturer narrative:
A partial lead measuring 5.8 cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
It was reported that the patient presented for a device upgrade. It was noted that the right ventricular lead exhibited noise. On (B)(6) 2018, the lead was capped and replaced. Patient was stable before, during, and after the procedure.